Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing difficulties recharging. Pt feels the device may be tilted. Pt used the antenna locate feature and was 46-50, getting six bars, but it would go down to four and zero. This has been an issue since implant. Pt has lost five pounds; she is in so much pain she does not feel like eating. Pt svs will f/u with the pt tomorrow, but pt was instructed to contact her hcp. When pt svs called the pt back, she said she was too sick to do anything. She thinks the ins is flipped because she can not feel all four corners. She is planning on setting up an appointment with her hcp and would like the MFR's rep at her appointment. Additional info received reported the pt did see her hcp and the ins was found to be pushing through her abdomen. She was scheduled to have a revision. Additional info has been requested and if received a f/u report will be sent.